Event description:
It was reported that the black cap on opening where the wire goes appears to be pushed inside the box. The external pulse generator (epg) has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper case, lower case, ring cover, and battery drawer were broken, one side bail cover was broken, one side bail cover was missing, and one side bail and ring were missing.